Event description:
It was reported that the patient experienced chronic pain after implant of the right ventricular (rv) lead and right atrial (ra) lead. The leads were revised and remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.